Event description:
Clinical narrative: an impella rp flex device was inserted into the right femoral vein in a 65-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in society for cardiovascular angiography & interventions (scai) stage e shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for right heart failure post-operative cardiothoracic (CT) surgery. During the procedure, the rp was placed over a 0.25 platinum plus wire. Once the pump was placed, the guidewire was pulled out and noted to be stripped, but the tip was intact. No harm was done to the patient and the pump was started and slowly ramped up to p-7. The platinum plus wire was used since the 0.27 guidewire was not in the box. After twelve hours on support, the patient expired. The impella functioned at p-7 at 3.0l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in right heart failure, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
5. Additional event description added.

Event description:
Additional information was received that reported "we opened the 0.27 wire from the kit at another date and that is why we had to use an alternative wire. This was not a packaging issue."